Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device was found to be fractured. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in a zrm which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign country : new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the surgeon was implanting a persona femoral component using the femoral inserter when the impactor pad broke. He was able to quickly switch to the regular femoral impactor and there was no delay or consequence for the patient. Attempts have been made and all available information has been provided.